Event description:
It was reported that the console was smoking and also presented with energy delivery failure, burnt spots, and a blow debris shield. Additionally, the fiber had visible sparks which is indicative of a fiber break. An orange and red ring was noted around the fiber followed by an unpleasant crackling noise before the fiber stopped working altogether. There was no further information provided on the procedure or patient outcome. This report is for the console.

Manufacturer narrative:
This console was serviced at the customer's site. The field service engineer (fse) checked the system and noted debris shield had burnt spots. It is likely that the burned debris shield was causing the abnormal sound reported. The reported event was confirmed. Replacement of the debris shield was recommended to resolve the issue. The energy was verified using test fiber and was found within spec. After the fse performed the replacement of the ceramic fuse and adapter, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. Therefore, the investigation was assigned the most probable conclusion code of cause traced to component failure.

Event description:
It was reported that console presented with energy delivery failure, a blown debris shield with burnt spots, and smoke. Additionally, a broken fiber with reported visible spark was observed. An orange/red ring was noted around fiber, and there was an unpleasant crackling noise, then stopped working altogether. No further information provided on procedure or patient outcome. This complaint is for the console.